Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients that have a concern to be symptomatic with mode switch related to advisory is to have generator replaced asap. Concern for this patient to become symptomatic with mode switch pacemaker generator changed on [redacted].